Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had an issue with the ac power module related to fco 86100201(rf). The ac power module was making an abnormal noise. There was no patient involvement.